Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to depleted batteries as a result of user error. The main batteries and battery harness were replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.similar reports have been received for the reported problem.